Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2018. (B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 intraocular lens (iol) was explanted and replaced with a non-johnson and johnson iol. Additional information received reported the patients best spectacle corrected vision of 20/30 at both distance and near. The patient's symptoms were first reported/diagnosed approximately a week after surgery. An incision enlargement was performed to explant the iol. No additional intervention performed. The patient was doing well post-surgery. No additional information was provided.